Manufacturer narrative:
Corrections: g4, h3, h6 (method, results, conclusion) additional information: h10. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/10/2009 to the present date 10/8/2020 and confirmed that this device was previously returned for servicing on 02/16/2015 for the same customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that an intermittent air-in-line error occurred. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an intermittent air-in-line error occurred. There was no reported patient involvement.